Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. In this case the reported balloon rupture appears to be related to the operational context of the procedure. A review of the lot history record revealed no associated non-conformances or exceptions that would have caused or contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar material rupture incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery, the 3.0 x 18 mm vision stent delivery system (sds) was advanced without difficulty. The stent was deployed at 11 atmospheres (atm). The sds balloon was then re-inflated for post-dilatation and ruptured at 11 atm during the second inflation. The device was removed from the patient anatomy without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.